Event description:
Information was received from the patient regarding an implantable neurostimulator. The reason for the call was that the patient reported that they were not feeling the relief that they should have on their ins. Patient stated that they were not able to feel any stimulation when they were sitting, but when they lay down or stood up, the stimulation was buzzing and uncomfortable. Patient tried to increase or decrease the settings, but they were still feeling the pain in their right leg. Patient mentioned in their test that the pain went from 10 to 3, but now they were not feeling the relief at all. Patient also added that the incisions from the surgery were painful. During the call, the agent had the patient access their therapy screen to make adjustments. Patient increased/decreased the intensity, but they were not feeling the relief. Patient added that they were feeling stimulation also in their "good leg" and when they coughed the stimulation was bad. Agent reviewed the information, provided nas number and redirected the patient to hcp for further assistance. Patient stated they had femoral nerve injury for 2 years and 10 months and was taking tylenol, ibuprofen, and oxycodone to ease the pain before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.